Event description:
It was reported that a device was used during a laparoscopic cholecystectomy. The device blade did not deploy properly. Opened another device to complete the case. There was no consequence to patient.